Event description:
It was reported that the pressurewire x, wireless device was to be used in the left anterior descending (lad) lesion with heavy calcification. Resistance was felt during advancement. A first run was performed and a dissection was confirmed in the mid distal segment. The dissection was treated with a stent. A second run was performed, however, the images were unclear. The doctor suspects fiber optic damage caused by the calcification. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the device was not returned for evaluation and the lot number was not provided. Additionally, a review of the complaint history could not be completed as the device was not returned and the lot number was not provided. Based on the information provided, the reported difficulty advancing resulting in poor image quality appears to be due to circumstances of the procedure. It is likely that challenging anatomical conditions caused resistance during advancement. A definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. The reported patient effect of dissection is listed in the dragonfly optis instructions for use as known potential complications which may be encountered during the procedure. In this case, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.